Manufacturer narrative:
As of 10/23/2017 unused returned product and retained samples were submitted to the lab for testing in addition to evaluate the biocompatibility and latex screening studies.

Event description:
Customer stated that she used the bandage on her daughter to cover a scratch and the product caused blister on her daughter skin.